Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and five days post port placement, the device allegedly had poor infusion. It was further reported that the catheter ruptured. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, four electronic photos were provided for review. The first and second photo shows one tunneler, one j-tip guidewire and the clinician holding the catheter attached to the port. One introducer needle connected to the syringe was attached to the port. A partial circumferential break was noted on the attached catheter on the center portion. The third photo shows the catheter and fluid was noted to be leaking through the fractured area of the catheter. The fourth photo shows the clinician flushing the port and a leak was noted on the fractured area of the catheter. Therefore, the investigation is confirmed for the reported catheter fracture and difficulty flushing issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four months and five days post a port placement, the device allegedly had poor infusion. It was further reported that the catheter was ruptured. Reportedly, the port was removed. There was no reported patient injury.